Manufacturer narrative:
Batch review performed on 10 january 2019: lot 144870: (B)(4) items manufactured and released on 05 september 2014 . Expiration date: 2019-07-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: knee revision surgery occurred 3,5 years after primary cemented total knee replacement in a (B)(6) woman. Radiographic images provided don't allow initial implant position evaluation. Femoral notching and bone resorption are visible. No information concerning patient's general health and comorbidities is available. On the basis of information provided, no conclusion can be drawn.

Event description:
Revision surgery performed due to tibial tray mobilization 3 years and 7 months after primary.